Event description:
It was reported to philips that system did not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer inspected the system onsite and confirmed a malfunction with host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, hard disk and reloading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.